Event description:
It was reported that during a colon resection procedure the device would staple, but failed to cut. The case was completed with a same like device. There was no consequence to the pt.